Event description:
It was reported that this right atrial (ra) lead with the pacemaker exhibited out of range high impedance measurements with a lead safety switch (lss). Due to the lead pace impedance measurements, the patient was not going to undergo a magnetic resonance imaging (MRI). This lead and pacemaker remain in service. No adverse patient effects were reported.